Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having issues with the tape adhering to their body and that it doesn't stick. Customer's blood glucose was 511 mg/dl at the time of incident. The customer declined to troubleshoot and indicated that their blood glucose went down. No further details given.